Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0pzyd, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that programmer training was ineffective and minimal because patient was still under the effects of anesthesia. The patient experienced returned of symptoms and wanted to set up an appointment to meet with health care provider (hcp) for instruction on how to use the programmer. The patient indicated that her return of symptoms had gradually gotten worse. The patient stated that 2 x times she had coughed and pooped a little bit each time." The patient was able to use that the programmer and verify stimulation was on by noting the lightning bolt in the upper left hand corner. The patient was current on program 2 and stimulation was at 2.0. The patient stimulation was uncomfortable at 2.0 and she decreased stimulation to 1.9 and stated this was a comfortable setting. The patient will leave on current setting and continue to track her symptoms. It was noted that patient was not aware of how to use the programmer or how the system works. The patient will call hcp for direction on if she can change programs and if she can, how long to leave on one setting before changing to a different setting. It was later reported on (B)(6) 2015 that patient felt her implantable neurostimulator (ins) may have moved a little bit internally. It was noted that patient was having accidents and loss of therapy. There was no fall/trauma reported related to this event. The patient also indicated that their patient programmer (pp) won't power on and did not have fresh aaa batteries to try. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.